Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the cadiere forceps instrument broke at the distal end inside the patient. The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: there was no report of fragments falling into the patient. The patient received a chest x-ray, and no foreign objects were noted. The patient has not returned to the hospital experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a broken main tube approximately at the distal tip. There are potentially small fragments missing. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis.